Event description:
When the cypher was being inflated up to 10-12atm, the pressure of the inflation device would not increase and back-flow of blood into the inflation device was confirmed. The pt's age was unk, but was a female. The target lesion was the left anterior descending artery (lad). It is unk if the lesion was a de novo, but was concentric, heavily calcified and moderately tortuous lesion. There was 95% stenosis. A femoral approach was chosen for the procedure. The product looked normal when taken from the packaging. There was no difficulty flushing the device. There was no difficulty accessing the lesion with a guidewire. Pre-dilation was conducted with a bc (tazuna, 2.0/10mm) for several times. Then a cypher (2.5/13mm: complaint product) was delivered to the target lesion with difficulty due to the calcified vessel. When the cypher was being inflated up to 10-12 atm, the pressure of the inflation device (everest) would not increase and back-flow of blood into the inflation device was confirmed. Therefore, the sds of the cypher was retrieved from the pt and post-dilation was conducted with a bc (quantum maverick, 2.5/15mm) to further dilate the cypher stent. The stent was placed in its intended location. The procedure was finished successfully. There was no pt injury reported.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.